Event description:
It was reported that tip detachment occurred. A 035/260/1 amplatz super stiff guidewire was selected for use. During preparation, it was noted that the spring tip of the guidewire came off. The procedure was completed with an alternate device. There were no patient complications as a result of this event.